Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying parts are being washed according to instructions for use and that the customer. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2024, the customer stated that she started pumping and bottle feeding over nursing and developed clogged ducts. Within 2 days it turned into mastitis and was prescribed an antibiotic. The customer also stated that she no longer has mastitis or clogged ducts. She has not used the replacement pump yet but has tested the suction and feels it is good. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer alleged to medela llc that her freestyle flex breast pump had low suction. Additionally, the customer alleged that she developed clogged ducts and mastitis and went to the doctor.